Manufacturer narrative:
Three attempts were performed to obtain additional information, however, no response was received from the customer. The device was returned to olympus for evaluation and the customer's allegation was not confirmed. However, the device evaluation found distal fiber breakage; scratches on the distal edge of the objective frame; a cracked light guide cover glass; cracks on the side of the video connector; and a cut on the video connector cable. Based on the results of the investigation, the root cause of the phenomenon cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the screen was blank on the subject device. The issue occurred during preparation for use for an unknown diagnostic procedure. There were no reports of patient harm.